Event description:
It was reported that after seven (07) days post intraocular lens (iol) implantation, patient developed iritis in their right eye. Medication of apdrops dm & t+ was prescribed. There was no incision enlargement, no vitrectomy and no sutures done. The patient's daily activities are not significantly affected. The iol remains implanted. No further information available.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy explant date: not applicable, as lens remains implanted. Email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review of the file it was noted that the prescribed medication indicated in the initial report was incorrect. The correct prescription should have been provided as follows in the event description: section b5: describe event or problem: medication of cyclomid & predmet was prescribed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.